Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the speaker part of the device is faulty and no sounds can be heard from the loudspeaker. It is unknown if the device is in use at time of report. There was no adverse event reported.

Event description:
It was reported that there was no sound from speaker after start up. It is unknown if the device is in use at time of report. There was no adverse event reported.